Event description:
Reportedly, during a pacemaker replacement due to normal battery depletion electrical issues were identified relative to the subject atrial lead. Before lead disconnection, the pacemaker was already programmed in vvi mode. The atrial lead impedance was at least 3000, and neither pacing nor sensing was functioning. Due to chronic atrial fibrillation the atrial lead was abandoned and not replaced, a single chamber pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analysis report.